Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00305. It was reported the patient ((B)(6)) experienced two episodes of overstimulation. The events reportedly lasted two to three seconds and the overstimulation could be felt throughout the patient's entire body. The second episode occurred within 24 hours of the first and was followed by a pressure sensation felt from the patient's thoracic to epigastric regions. The pressure sensation increased resulting in breathing difficulties for the patient. The symptoms resolved once stimulation was deactivated. In addition, during a recent programming session, the patient reported uncomfortable rib stimulation and a stabbing sensation from several lead contacts. X-rays have been ordered for further interrogation.